Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of superficial damage to the outer silicone jacket could not be confirmed through this evaluation as no photos were submitted for evaluation and the entire portion of driveline remains in use. The account reported that the patient had damage to the outer silicone jacket of the patient¿s driveline. The driveline was repaired with rescue tape and no driveline replacement was performed. The patient remains ongoing on vad support with no further issues reported. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a rescue tape on the drive line on an unknown date. Additional rescue tape was applied on (B)(6) 2019. No additional information was reported.